Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. Please see updates to g2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for evaluation. Based on the results of the investigation, the definitive root cause of the fiber tip breaking off when entering a scope could not be determined. However, the damages may be attributed to user mishandling when inserting the fiber into the scope. If the fiber is caught it may be bent beyond the minimum bend radius, causing fiber breakage. The following is included in the instructions for use: ¿do not bend or coil the soltive laser fibers beyond the recommended minimum bend radius (table 2); doing so may result in light leakage or fiber breakage that could cause personal injury if the laser is fired (refer to the laser system manual). Care must be taken to avoid exceeding the minimum bend radius of fibers. Always check the laser aiming beam at the tip of the fiber before delivering high energies or damage to the endoscope may result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was not returned for evaluation. The cause of the issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative reported the fiber tip broke off upon entering the scope. The customer, per the report was able to complete the procedure (unspecified procedure) successfully. Customer is not returning the device for evaluation. Did not provide other information other than stating, ¿just wanted to report the incident¿. No harm reported. No patient harm, no user injury reported due to the event.